Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00595, 3005168196-2016-00597, 3005168196-2016-00598. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a ruby coil through a px slim; however, while repositioning the ruby coil, it unintentionally detached. Upon removing the px slim, the detached ruby coil remained in the patient and was removed using a snare device. While advancing a new ruby coil through a new px slim, the ruby coil unintentionally detached within the px slim. The px slim and detached ruby coil were both removed from the patient. The procedure was completed using a new ruby coil with a new px slim. There was no report of an adverse effect to the patient.